Event description:
A malfunction alarm was reported by the caller, who mentioned that the pump displayed an error code. There was no additional information received regarding the impact on the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.